Event description:
It was reported the 550 micron tfl singles use fiber had a broken laser fiber in its protective sheath. The issue occurred during inspection for use for an unknown urological procedure. There were no reports of patient involvement. It was reported the soltive superpulsed laser fiber had a broken laser fiber in its protective sheath. The issue occurred during inspection for use for an unknown urological procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.